Event description:
During a remote follow up, episodes of undersensing were observed on the device. Reprogramming was performed, however, episodes of undersensing were still observed. No additional reprogramming is anticipated. The patient was stable and will continue being monitored.